Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a routine system check was part of troubleshooting and noted that it failed the unwashed portion with multiple flags; qns (quantity not sufficient), sys (system issue) and ccr (could not calculate result). Upon visual inspection of the instrument the fse noted air bubbles in the tubing for reagent pipettor 3. The fse replaced the tubing and stated that there were no further air bubbles present. After the repairs were completed the fse performed an unwashed system check, a high sensitivity system check and precision studies using both the level 1 and level 3 qc. All testing passed within published performance specifications. In conclusion, a hardware malfunction of the reagent pipettor tubing was the cause of this event as air was entering the line which could lead to incorrect aspiration and/or dispensing of reagent.

Event description:
The customer reported obtaining an erroneously low cancer antigen 15-3 (access br monitor) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The patient's sample was reanalyzed on an alternate unicel dxi 800 access immunoassay system (serial number was not supplied) two (2) additional times and a higher access br monitor, result was obtained. The customer then reanalyzed the patient's sample on the original unicel dxi 800 access immunoassay system and obtained another low access br monitor result similar to the first result obtained. After obtaining this second, low result the customer performed maintenance on the analyzer including running a special clean routine and changing out the wash collar vacuum valve. The patient's sample was analyzed for a third time on the original unicel dxi 800 access immunoassay system and a higher access br monitor result similar to the alternate unicel dxi 800 access immunoassay system results was obtained. The initial low access br monitor result was not released from the laboratory. There was no report of impact to or change to patient treatment in conjunction with this event. Access br monitor quality controls (qc) performed after the event were passing within the laboratory's established ranges. The customer reported that an access br monitor calibration performed on the same day as the event failed . Per the analyzer's event log one of the reagent pipettors that is used to analyze the access br monitor assay, reagent pipettor 3, had produced "detected sample at unexpected height" errors around the time of the event. The patient's sample was collected in a serum tube with a gel separator which was centrifuged for ten (10) minutes at 3,500 rpm (revolutions per minute) at room temperature. There were no reports of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.